Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was oversensed on the rv channel and resulted in delivery of inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was admitted to the hospital for potential lead replacement. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ra and rv leads were noted to be fractured, however, it was unknown if this was confirmed through diagnostic imaging. An invasive procedure was performed. The ICD was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.